Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
PICC guidewire removed from catheter, only 6 inches +/-. Remainder of PICC came out when the guidewire was removed. It did not pull out as one unit. Chest x-ray done to check placement x 2 since PICC was not seen on the first film. PICC line used during the night shift. Dopamine and dipravan infusing through the PICC line. Am nurse noticed the PICC wire still in place, so, pulled the wire to d/c, and the wire seemed very short about 6 inches long at 8:30 am. Informed charge rn and PICC rn and they were to f/u. Followed up the PICC line in the am on the day. PICC was removed that evening and replaced. Remaining wire was in the PICC and was crumbled into pieces. A cardio-thoracic physician was called as a consult and was also present to view the PICC and the wire.